Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had been measuring voltage below eri for about one month without delivering an alert for eri. The session records revealed that the voltage had dropped to 2.587 v on (B)(6) 2016. Longevity calculation projected 4.5 years based on the programmed settings. The device has lasted over 6 years since implant. It was suggested to treat this as eri and changing the device out as soon as possible. The device was explanted and replaced few days later. Patient tolerated the procedure well.